Event description:
It was reported that the customer received a button error alarm that could not be cleared on the insulin pump. The customer was advised to reset pump for eight hours and insert a new battery. The customer's blood glucose was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had an unresponsive act button due to corroded keypad traces. The displacement test could not be performed due to the unresponsive button. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot and a cracked display window.